Manufacturer narrative:
Lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, lead model 3778-45 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, lead model 3778-45 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, accessory model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4), extension model 3708140 serial# (B)(4) implanted: (B)(4) 2010 explanted: na, extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.

Event description:
Battery depletion was reported. The caller stated the depletion was premature. The caller did not have any information about the patient¿s settings, but stated that they were informed by a manufacturer representative during the implant that the neurostimulator would last the same amount of time as a rechargeable implantable neurostimulator. It was reported that the caller was trying to schedule a replacement as soon as possible. Additional information received reported that the patient was running the device at an amplitude of 9 to 10 volts for 24 hours a day. A replacement was to take place by the end of the year. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patient's physician indicated that the battery depleted prematurely, likely due to excessive use. There were no known abnormal impedances. The neurostimulator was replaced. The patient was hospitalized for the replacement, but sustained no injuries.